Event description:
New laser coherent holmium cord. When surgeon stepped on foot pedal, laser cord broke and started on fire. Hole melted in pt drape; only on cord holder of drape. Fire on cord was put out and removed from the field. No kinks or bends in cord were noted; no instrument was holding the cord to cause breakage. No injury to pt.